Event description:
When rn was administering lantus insulin, the plunger on the syringe broke off approximately 1 cm from the end of the plunger. The nurse was unable to administer full dose - no harm to patient or staff. Packaging intact and no apparent visual defects to device prior to event.